Manufacturer narrative:
Method: device manufacturing history record & complaint history review. Evaluation summary: the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. The device manufacturing history record for the reported lot indicates that devices were manufactured with no reported discrepancies that would have contributed to the reported event.

Event description:
It was reported that: "dr. Attempted to place ankle clamp on ankle to cut tibia using extra med guide, ankle clamp broke at the claw. Opened another set to use a diff clamp."